Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager failed to open. A field service engineer (fse) checked the storage space and observed that the smart remote manager (srm) was showing as disconnected. The fse inspected all connections and found that the lights on the controller board were not displaying correctly. Upon further investigation, the fse identified a faulty controller board. After replacing the board, the fse verified that the lights were functioning properly and confirmed that the srm was working in both the diagnostics and med applications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, smart remote manager was not working. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.